Event description:
Customer reported a past low blood glucose event with the lowest level being 29 mg/dl. Low bg cause was not known. The customer reported feeling weak and the boyfriend assisted by ¿getting items as needed¿. Customer consumed carbohydrates as a treatment. Technical support advised the customer to consult a healthcare professional to discuss factors affecting blood glucose levels.